Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 75 mm diameter fusiform abdominal aortic aneurysm approximately two months ago. The aortic neck was 22-23mm in diameter and 32mm long. The right common iliac was 19-18mm in diameter, and 45mm long. The left common iliac was 8-14mm in diameter, and 25mm long. The right femoral artery was 10mm in diameter, and the left femoral artery was 4.5mm in diameter. The patient's left lower extremity had been amputated prior to the evar. It was reported that final imaging at the index procedure showed blood flow through both iliac arteries. On an unknown date it was discovered that the left internal iliac artery was occluded. The physician stated that the cause of the occlusion is unknown, but migration is one possibility. The patient is doing fine and no secondary interventions are planned. No further information was provided.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel occlusion); lack of information (unknown cause of event leading to occlusion). Conclusion: lack of information (unknown cause of event leading to occlusion).